Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 53 (software error detected), frozen screen, time/clock anomaly, no current code/category. The event involved product(s) mmt-1712kl. Trouble shooting was performed and customer reported a frozen display. Buttons were not responsive and timeclock advance. Replaced battery but buttons remained unresponsive. And also reported battery error. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. All buttons were tested while navigating the menus, and they all worked properly. Pump was set to current time and date during testing. Pump was left for a few hours to verify any time anomalies in the pump. Pump time and clock functioned properly. Unit was monitored and no frozen screen noted. No low batt or unexpected battery alarms noted during testing. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review using the detail trace it recorded pump error 53. Pump error 53 (line 5632 and file number = 2005) was triggered three times on (B)(6) 2024 from 21:31:54.000 until 21:54:23.000. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered by a software issue. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage and all connectors were plugged in properly during visual inspection. Force sensor zero offset within spec (23mv). The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concerns for unresponsive keypad, frozen screen, no current code/category and time/clock anomaly were not confirmed during testing. Unit tested successfully. Keypad/buttons functioned properly during analysis and passed all required testing. Pump error 53 confirmed in the history/trace files on (B)(6) 2024 due to software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.